Event description:
A physician reported that he has performed procedures to release, "quite a few" elevate mesh arms which were, "likely due to over tensioning at the time of surgery." The revision surgeon was not the original implanting surgeon. No further info was available.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.